Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The insulin pump had a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose was 455 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced headaches, dizziness and shaking. Customer advised their high blood glucose continued to rise and they treated themselves with 10 units of insulin. Customer's alarm history showed no delivery. Customer performed the high pressure test and failed twice. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.